Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The power cable was returned for evaluation. Testing found that the cable was sliced in two different places. In one place, it was noted that the internal conductors had been exposed. It was noted that the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the power cord on the navigation system was noted to be damaged. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the issue occurred in a shunt placement procedure.